Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. At a previous follow-up, the shock impedance was 57 ohms. All other measurements were within normal range. Boston scientific technical services (bsc ts) was contacted to get suggestions on how to precede. There were no adverse patient effects reported, and patient never received a shock since lead was implanted in 1999. Subsequently, additional information was received that a revision procedure was performed. The decision was made to change the shock vector, and measure shock impedance values. Shock impedance measurements were within normal range when programmed rv coil to can, which indicates there was an issue with the superior vena cava (svc) coil. The physician was satisfied with leaving the shock vector programmed rv coil to can. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.